Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced massive bleeding coming from their lower gastrointestinal (gi) tract. The patient was hospitalized from (B)(6) 2024 and received a transfusion of less than 4 units of red blood cell concentrate per day. The patient was treated with warfarin. The clinical test values from 27jan2024 showed: prothrombin time (pt) international normalized ratio (inr) was 3.7, activated partial thromboplastin time (aptt) was 49 seconds, and platelet thrombocyte count (plt) was 20.7 × 10s/l. The causal relationship was not related due to excessive pt-inr prolongation. It was noted that the patient was re-admitted for a lower gi endoscopy.